Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Reference manufacturer report number: 3004209178-2015-41808, 3004209178-2015-44156.

Event description:
It was reported that the customer had a lot of reservoirs that were not engaging with the piston of the pump. Customer sent back 27 of the reservoirs and has not received a replacement yet. Customer went to the emergency room 6 months ago. Customer has had air bubble issues since 1999. Customer primes out bubbles as needed. Customer's blood glucose level rose to 600 mg/dl. Customer was nauseous and treated with the pump. Customer has changed the insulin without success. Customer was dehydrated and was given fluids and released once they were stable. Customer was hospitalized on 10/09/2014 with a blood glucose level over 600 mg/dl. Customer's blood glucose level was in the upper 500's mg/dl in the emergency room. Customer was wearing the pump at the time of the visit. Customer will be followed up with in a few weeks. Customer also mentioned a temporary vent blockage. No further assistance needed.